Event description:
It was reported to philips that the device doesn't pass the initial tests. A philips fse further clarified the issue as the device does not pass testing for co2. There was no patient involvement.